Event description:
The report stated that upon activation of the bovie pencil, a fire started, immediately all the drapes were removed and the pencil was turned off. The pt sustained burns to the left side of her face. Her eyebrow area was burned, her eyelash was burnt and her hair was singed. The burns were superficial and treated with local topical ointment. The generator was sent to a third party for eval. The settings on the generator were 20 coag and 20 cut.